Event description:
Inner guidewire was unable to be removed after catheter was placed over guidewire. Rubber began stripping off of the guidewire. Manufacturer response for 14fr colon decompression set, cook (per site reporter) they have initiated an investigation.